Manufacturer narrative:
After the discordant chloride problem arose, the customer called the siemens technical service center, because there was a chloride calibration error. The customer replaced the chloride electrode. After that the instrument calibration and qc values were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant chloride results were obtained on an advia 1800. After a physician questioned 3 reported chloride results, all chloride results, about 400, run in the same time period, were rerun after the machine was serviced. Of the 400, 129 corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discordant chloride results.